Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was unable to clear the alarm. The customer stated that he changed the battery and the act button does not work. The customer was advise that changing battery doesn't resolved the issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion test, error and self tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. No button error alarms were noted. The pump had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and a cracked reservoir tube lip.